Manufacturer narrative:
As reported, hemostasis following the use of a 6f-7f mynxgrip vascular closure device (vcd) as the sealant got out. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A product history record (phr) review of lot f1811701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the dislodged sealant reported. However, the event could have been attributed to an incomplete removal of the device during use. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, hemostasis following the use of a 6f-7f mynxgrip vascular closure device (vcd) as the sealant got out. There was no reported patient injury.

Manufacturer narrative:
As reported, hemostasis following the use of a 6f-7f mynxgrip vascular closure device (vcd) was not perfect, as the sealant got out. Multiple attempts to obtain additional information were unsuccessful. A non-sterile 6f-7f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was connected to the device, vacuumed lock with stopcock open. The sealant and sleeve remained in the manufactured position as received. The condition of the returned device does not match the description of the reported complaint. It was noted that the sealant was dry (no exposure to blood or saline) and was extended from the end of shuttle within specification in the manufacturing position. Mynx's manufacturing process specifies that the loaded sealant is flush with the end of the black shuttle tube. The manufacturing tolerance for this operation is that the sealant can either extend or be recessed from the end of the black shuttle tube within the specification distance. While some sealant exposed after preparation is occasionally noted, a slightly exposed sealant does not in any way affect the safety or efficacy of the device. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. However, it was noted that there was no saline in the syringe or in the returned device. The condition of the returned device indicates that the device may have not been prepped correctly per mynxgrip instructions for use (IFU). Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator per the IFU. A product history record (phr) review of lot f1811701 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant dislodged¿ was not confirmed through analysis of the returned device due to the condition in which it was received. The returned device did not match the description on the incident reported and no anomalies were found. The cause of the issue experienced by the customer could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported as the device showed no sign of attempted use in the patient. According to the mynxgrip IFU, which is not intended as a mitigation, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ since the device did not show any sign of patient use, hemostasis would not be possible with the sealant. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.